Event description:
The customer received a blood glucose reading of 135mg/dl on the contour next link. She was not feeling well so called an ambulance. The paramedic tested her blood with a different meter and the reading was lo. The customer was given IV and dextrose. No further information was provided. The customer was asked to return her test strips for evaluation. New test strips and meter was sent to her.